Event description:
It was reported that during a therapeutic stent removal for a duodenal stricture, the suspect device broke in half. The pieces were retrieved.

Manufacturer narrative:
This follow-up report is intended to correct the coding terms that were either incorrectly entered or omitted in the previous report. The hospital also submitted a report ((B)(4), reference no:(B)(4)). Based on the description, this case involves the off-label use of an esophaseal stent in a duodenal procedure. Given this off-label use, we assume that the stent fracture occurred due to this inappropriate application of the product. Consequently, it is not possible to analyze the root cause base on the product's intended use.

Manufacturer narrative:
This report is being submitted as an initial MDR by the manufacturer. The hospital also submitted a report (emdr-(B)(4), reference no:2429304-2025-00251-00). Based on the description, this case involves the off-label use of an esophaseal stent in a duodenal procedure. Given this off-label use, we assume that the stent fracture occurred due to this inappropriate application of the product. Consequently, it is not possible to analyze the root cause base on the product's intended use.

Event description:
It was reported that during a therapeutic stent removal for a duodenal stricture, the suspect device broke in half. The pieces were retrieved.